Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging an intermittent power issue with the pump. The patient claimed that the pump would not power on. The patient had initially contacted animas on (B)(6) 2012, and reported the power issue. At that time, the patient was sent a replacement battery cap. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The patient tried replacing the pump's battery cap and battery but the alleged power issue was not resolved. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow-up # 1 07/23/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on evaluation, the pump did not power up. The battery cap was not returned with the pump. A test cap was used for testing purposes. Diagnostic testing was not able to be performed due to no power. The pump was removed from its casing and it was noted that ground lead of the power connector was broken resulting in no power to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.